Event description:
It was reported that no audible alarms were occurring at the central station. The device was reported to be in use on a patient, but no adverse event to the patient or user was reported.

Manufacturer narrative:
A philips remote service engineer (rse) spoke with the customer charge nurse to troubleshoot the issue. The rse guided the charge nurse to reboot the patient information center ix (pic ix )system. The issue did not resolve. Information technology (it) was brought into troubleshooting. It identified that the 9-pin speaker cable was unplugged in the back of the piic ix system. It re-secured the speaker cable back into the piic and the sound returned.